Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the pw did not work for the pt and claimed it caused the pt to have a seizure (described the pt as having down syndrome). It is unclear if troubleshooting was performed. The lot/serial number was not provided. There are no reports of impact/injury to the patient. Male wicks. It was unknown what medical intervention was provided.